Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient have experienced less frequent bowel movements which they said is a good thing, but they get constipated some, really bad diarrhea and having accidents. They will be constipated and then it will be explosive like it all comes out. This has become bothersome and inquired what changes they should make to therapy. The patient inquired if this is known to occur. Reviewed adverse event information. They tried changing program about a week ago and stated program they changed to seems to be worse than previous program. They have had their intestines checked out for bacteria and stated nothing was found and everything checked out ok. Reviewed therapy considerations/expectations and recommended the patient to follow up with their healthcare professional (hcp) to discuss symptoms. They are feeling stim that the patient described as "buzzing" down their leg. On current program, if they sit in a certain position they feel tingling down their leg and butt cheek. Inquired if the patient is feeling stim in bike seat area and the patient stated not feeling in bike seat area. The patient reported whenever they increase stim too high they feel stim in butt cheek and down leg. If stim is at level that feels comfortable they will feel stim in butt cheek area only. The patient reported this has been going on where stim goes down patient's leg if up too high with trial and permanent implant. The patient also reported twitching in leg when they increase stim at current program. Confirmed with trial, the patient got 50% reduction in symptoms. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient stated they can't get in to see hcp until end of march. They denied any recent trauma/falls.